Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and replaced a broken pinch valve (pv22) to resolve the reported event. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported 30 mls or more of clear fluid leaked inside the coulter hmx hematology analyzer with autoloader while performing startup and the instrument generated a compressor error and stopped. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.